Event description:
While company's service engineer was at this facility teaching an infinity monitoring technical training course, he was advised of an incident by the hospital biomed director. The specifics of the incident are that while a patient was being monitored on company's infinity telemetry monitoring system, another waveform from an unknown source appeared on the display and was recorded in the patient's full disclosure database and on a strip chart recoreder. No patient impact resulted from this incident.